Event description:
Related manufacturer reference number: 2017865-2022-12658. It was reported the patient presented to the emergency room with bradycardia. Upon interrogation, it was discovered the right ventricular and atrial leads were not capturing. The suggested cause was dislodgement of the right ventricular and atrial leads. The atrial lead was successfully repositioned on (B)(6) 2022. The right ventricular lead was explanted and replaced. The patient condition was unknown. No further information was reported about this event.